Event description:
(B)(4). Had essure procedure done in 2007. Six months after started having hot flashes, night sweats, peri menopause symptoms at age of 38. Now (B)(6) had to seek treatment for symptoms. Have fatigue, joint pain, migraines, rashes, carpal tunnel and arthritis from inflammation. The list goes on. Years of chiropractic care for back and joint pain, years of hormone therapy for hormonal side effects not to count thousands of dollars spent on these alternative medicines just to function.